Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is an authorized getinge technician/designee whose contact details are: (B)(6). The full name of the event site listed is (B)(6). At this time, the customer has not requested getinge to evaluate the iabp, as their biomedical engineer will perform the needed repairs. Additional information is being requested from the customer with regard to the status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that while performing a field action, the getinge designee discovered that the cs300 intra-aortic balloon pump (iabp) had a low level blood pressure outlet issue. There was no patient involvement; thus no adverse event was reported.

Manufacturer narrative:
A follow-up email was sent to the customer to obtain the status of the iabp. The customer reported that the issue has been resolved by replacing the solenoid driver board. The iabp unit has passed inspection and was returned to clinical service.

Event description:
It was reported that while performing a field action, the getinge designee discovered that the cs300 intra-aortic balloon pump (iabp) had a low level blood pressure outlet issue. The customer later reported that the solenoid driver board was not receiving the correct voltage. There was no patient involvement; thus no adverse event was reported.